Event description:
The customer reported that the loudspeaker is electrically defective. Audio was not confirmed. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer and confirmed that the loudspeaker worked without restrictions and the monitor issued a technical alarm "loudspeaker error" during operation. The customer identified the loudspeaker as electrically defective. Philips provided the customer with the part identification number for replacement. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
The customer reported that the loudspeaker is electrically defective. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.